Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014 upon sensor pod removal, sensor wire detached from sensor pod. Patient is in good condition and did not report any injury or medical intervention at the time of contact with dexcom technical support